Event description:
Potential for injury associated with the right motor gearbox on an m51 power chair pulling. This creates the potential for erratic/unintended movement and injury to the user or bystanders.